Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
It was reported that during prep, the sheath of a 3.50x33mm xience alpine stent delivery system (sds) was removed and the stent dislodged from the balloon. The device was not used; there was no patient involvement and no clinically significant delay in the procedure. The procedure was successfully completed with a new 3.50x33mm xience alpine sds. No additional information was provided.